Manufacturer narrative:
H.6. Investigation: five photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. No manufacturing related issues were observed therefore no root cause can be identified.

Event description:
It was reported that 4 pen ndl 32ga 4mm 14bag 700case jp experienced an inner shield/outer cover/cap that would not attach/detach prior to use. The following information was provided by the initial reporter: pen needle wouldn't attach.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 pen ndl 32ga 4mm 14bag 700case jp experienced an inner shield/outer cover/cap that would not attach/detach prior to use. The following information was provided by the initial reporter: pen needle wouldn't attach.